Event description:
It was reported that the patient implanted with this pacemaker system experienced a 30 second pause in pacing due to non-capture on the this left ventricular (lv) lead and the non-(B)(6) right ventricular (rv) lead. Subsequently, the non-(B)(6) rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).